Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on the right lead. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted lead was not returned as it was kept by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700 , model: sc-2317-70, serial: (B)(4), batch: (B)(4).